Event description:
An affiliate reported that the hub of a cypher select + cracked. There were no adverse events reported. No additional information was provided. The product will not be returned for analysis.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.